Event description:
The customer reported that the system displayed an overload fault error message. This error causes the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock x-ray tube assembly. The system operates as intended.